Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor memorygel 425cc silicone prosthesis experienced bilateral rupture and capsular contracture baker grade iii post procedure. A physical and ultrasound examinations confirmed the issue by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to right prosthesis.